Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the rewind anomaly due to the unresponsive buttons. After locking the keypad connector, the pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies or low battery alerts were noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with the auto suspend alarm functioning properly. No unexpected auto suspend alarms were noted. The keypad connector was inspected and no anomalies were noted. The pump was received with broken battery tube threads, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off in the middle of the night and cannot complete the rewind process. Customer's blood glucose was 485mg/dl at the time of incident. Troubleshooting found that the up button on the insulin pump does not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.